Manufacturer narrative:
Carefusion complaint #: (B)(4). If additional information becomes available, it will be submitted in a follow up report. Patient demographics such as age, date of birth, gender, and weight were not provided by the customer.

Event description:
The model palmtop ventilator (ptv) enve was brought in evaluation and repair. The customer reported that while in use on a patient, the device stopped delivering breaths to the patient. An audible alarm was present at this time. The customer reported switching the patient to an alternate ventilator as a precaution. The customer reported that there was no harm or injury to the patient.